Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the alarm and replaced the pump while the customer planned to continue using their current pump and t:slim if necessary. Instructions for returning the malfunctioning pump and setting up the replacement were provided, and the caller acknowledged and understood the necessary actions.